Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was broken and cracked at bottom right hand side and there was a black spot on it. Customer was unable to read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to display anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched display window cover, peeling/fading end cap address label and scratched case.